Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device was not operating on alternating current (ac) power. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped with another ventilator without any patient issues. The customer called technical support to inquire whether a first or second-generation power supply needed to be installed as the device was not operating on ac power. No accessories, including third-party devices, were being used that may have contributed to the issue. The expected behavior of the device is to operate on ac power and not just battery power. The device is not available for clinical use as the battery was not charging, causing a power supply error; a "battery low" informational alarm was displayed. The customer stated that there was no power out of the power supply and good power in. The remote service engineer (rse) advised the customer to use the first-generation power supply until it is exhausted and provided the customer with the part number and price of the power supply for repair. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.